Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, the customer performed the fill tubing sequence while connected at the site and delivered insulin into the body. The customer's blood glucose level was 180mg/dl.